Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived at the site and confirmed the customer reported issue based on vision cart not recognizing the surgeon console. Fse replaced the common compute controller (ccc) to resolve the system issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was installed into test bench and powered on with a power supply. The unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a console not connected message was present. Technical support engineer (tse) was not able to view current logs. Prior to calling in, the customer had reseated the blue fiber cables and power cycled the system, but the issue persisted. There was no report of patient involvement or reported injury.